Manufacturer narrative:
Physio-control evaluated the device and the defibrillation hard paddles assembly that was used with the device, but could not verify the reported failure. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device prompted "abnormal energy delivery" when they attempted to deliver defibrillation therapy to a patient. The device would not deliver defibrillation energy correctly. A back-up device was then used to continue treatment of the patient. The delay in therapy was approximately 20 seconds. There was patient use associated with the reported event however, there was no negative outcome for the patient reported.